Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 20 mg/dl. Customer treated their blood glucose with the insulin pump. Troubleshooting did not find any leaks or air bubbles present on the insulin pump. It was also found the customer did not have a bent cannula after removing their infusion set. It was also found the insulin pump passed a high pressure test during troubleshooting. The customer declined to troubleshoot for their low blood glucose. The customer's current blood glucose was 125 mg/dl. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will not be returned for analysis.